Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2014; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they hadn't used their device in a couple of years at least because they didn't need it anymore to strengthen their legs and they can walk without pain. Patient said they lost so much weight that the wires were coming out of the back of their back and the actual battery was starting to come through their skin. The issue started probably about 6 months ago. Patient stated none of their doctors will touch the implant or remove it. The patient was redirected to a healthcare provider to further address the issue. Agent sent patient physician listings via email. No symptoms were reported.